Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
The customer reported that when performing a clinical CT head procedure on a patient and utilizing the hb filter there was a pseudo thrombus appearance at the cerebellar sinus and transverse sinus. The philips clinical applications specialist (cas) confirmed there was no harm to a patient, operator or bystander. The cas stated the patient was scanned on another modality to rule out the pseudo thrombus. The cas also stated that the images were reconstructed with the ub filter.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that when performing a clinical CT head procedure on a patient and utilizing the hb filter, there was a pseudo thrombus appearance at the cerebellar sinus and transverse sinus. The philips clinical applications specialist (cas) confirmed that the patient was scanned on another modality (magnetic resonance imaging, MRI) to rule out the pseudo thrombus and that there was no harm to a patient, operator or bystander and no mistreatment of the patient. The customer contacted the cas to inform him of this event. During this time, it was reported that there was data for this issue and for 5 other cases. Due to this information, five subsequent complaints were opened to address the other occurrences. The cas stated that the customer reconstructed the raw data with ub filter and the pseudo thrombus appearance did not occur. The customer is using the ub filter to reconstruct the images. The cas provided the raw data for all of the occurrences for engineering evaluation. For this complaint, the dicom data for 2 series of the same study was provided. CT physics and engineering reviewed the images and determined that for both of the studies, it was observed that use of hb filter resulted in better gray white matter enhancement. For study ID 1543 when images with ub and hb filters were compared with same window/level, no difference in anatomy was observed other than hu number enhancement while using hb filter, which is the expected working condition of this filter. There was no malfunction of the system; the system worked as specified. Also, ict instructions for use already specifies that hb filter is a brain soft filter that enhances the hyper-dense structure and it can lead to increase in observed hu values. CT engineering determined this issue to be an acceptable risk. Engineering stated if this malfunction were to recur, it would not be likely to cause or contribute to death or serious injury because there are multiple design mitigations that are implemented to avoid the risk of misrepresentation that might be caused by reconstruction or image processing leading to image artifacts. Also, physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service), and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing. There was no CT system malfunction. The customers used ub filter for reconstruction. CT physics and engineering reviewed the images and determined that for both of the studies it was observed that use of hb filter resulted in better gray white matter enhancement, which is the expected working condition of the design.